Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic experiencing intermittent 'twitching' sensation in the chest. Intercostal local muscle capture that was reproducible with ventricular pacing was observed in clinic. The lead was removed and replaced. The patient was stable prior, during and following the procedure. It is stated that upon removal of the original lead 'bunching' of the lead insulation was observed by the doctor.